Manufacturer narrative:
Report source: operations manager. No device will be returned. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the alaris pump would not hold a charge, resulting in critical care drips to be shut off.